Event description:
Product analysis (pa) on the suspect lead was completed. The allegation of ¿lead fracture¿ was not duplicated in the pa lab within the returned lead portion. Note that since a portion of the lead (including the anchor tether and the closest electrode to the bifurcation) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Corrosion (pitting/electro-etching) was noted on the connector pin. Abrasions were noted on the outer silicone tubing, but there were no abraded openings noted. Cuts were noted in the insulation, which were expected to be made during the explant procedure. The dried remnants of what appeared to have once been body fluids were noted within the inner and outer silicone tubing; however, the only noted leakage path was the cut end of the lead and the puncture mark made during explant. Multiple sets of setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. However, a partial set of setscrew marks indicate that at one time there was likely incomplete pin insertion; however, the time at which that incomplete pin insertion occurred cannot be determined. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. The cause of the high impedance could not be determined based on the lead portions returned. No additional relevant information has been received to date.

Event description:
The patient underwent lead revision surgery. The suspect lead has been received by the manufacturer and product analysis is pending completion. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device showed high impedance, and has been referred for revision surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.